Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 06 (max battery temperature exceeded) error message was not observed during functional testing and archive data review. No device malfunction. Unrelated to the reported complaint, a bent battery lock, damaged top cover, damaged bottom and front enclosure were observed during visual inspection. The probable cause for the physical damages were due to the damage sustained by user mishandling. During functional testing, no issues were observed. During archive data review, no ua 06 was observed; however ua 41 (patient temperature sensor failure) error message was observed on 13 november 2019. As a precautionary measure, the temperature sensor and power distribution board will be replaced. This issue is not related to the reported event. Upon customer approval, battery lock, temperature sensor, top cover, bottom and front enclosure and power distribution board will be replaced and the device will be further tested to full specification.

Event description:
During routine check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 06 (max battery temperature exceeded) on the user control panel. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(6) displayed user advisory (ua) 06 (max battery temperature exceeded) error message was not observed during functional testing and archive data review. No device malfunction. Unrelated to the reported complaint, a bent battery lock, cracked top cover, cracked bottom and front enclosure were observed during visual inspection. The probable cause for the physical damages were due to the damage sustained by user mishandling. During functional testing, no issues were observed. The reported complaint could not be replicated. During archive data review, no indication of ua 06 error or any clinical event occurred on customer reported event date of (B)(6) 2020. The archive showed that the platform was last powered up on (B)(6) 2019 and no error was observed. On (B)(6) 2019, ua 12 (lifeband not detected) error message and ua17 (max motor on time exceeded) error message was observed. On (B)(6) 2019, ua 41 (patient temperature sensor failure) error message was observed. As a precautionary measure, the temperature sensor and power distribution board was replaced to remedy ua 41. These observed user advisories are not related to the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. User advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. After replacing the top cover, battery lock, top and bottom enclosure, temperature sensor and power distribution board, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use.